Event description:
It was reported during an unspecified oral surgery, it was observed that the electric pen drive device had intermittent operation, and ¿sometimes¿ would not shut off. According to the report, the device had just come out of the autoclave and was hot. It was clarified that the device was hot because it had just been taken out of the autoclave. The reporter indicated that the device was then submerged into a saline solution. The reporter further indicated that it was common that devices were soaked in saline solution when hot. There were no delays to the surgical procedure. It was not specified if a spare device was available for use. However, the actual device was utilized to successfully complete the surgical procedure. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The reporter indicated the device is working fine and will not be sent in for evaluation. Therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.